Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs battery charger was unable to locate the ipg. The patient had not had stimulation since before (B)(6) 2010. The stimulation turned off by itself at that time. The patient reported that he had not charged the scs ipg before stimulation turned off. No further information is available at this time.